Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose. The caller stated that the customer was pregnant and lost the baby. It was unsure if the baby's death was the reason she went into it. The mother stated that the insulin pump was not delivering insulin. The customer experienced ketones, nausea, and vomiting. It was stated that the customer was disconnected from the insulin pump and her blood glucose was treated with an insulin drip. Advised the caller to call back when the tubing clamp arrives to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.